Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st firing; what color cartridge was being used? White; was buttressing material utilized? If so, which product? No; was the instrument fired across or near an existing staple line or clip? No; were any unexpected noises heard? If so, when? Asku; were any of the forces higher or lower than expected (opening)? No; the devices were fired and the holes that were in the bowel were missing staples in the staple lines. The staple lines were oversewed and another device was used to complete the procedure. There was no patient consequence. She also advised that the sales rep is scheduled to go into the account and provide an inservice on the endocutters. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a bowel resection procedure, the device misfired and created holes in the bowel. This occurred with five devices. The procedure. The device was discarded.